Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , the following information were noted: visual inspection as received condition found dried blood inside needle sheath consistent with use. The needle retracted inside and the clearance between the hypo tube and needle tip is about 50mm. The hypo tube and stylet are present. The gray stopper was missing from the shaft (possibly removed by user). Functional testing was performed, found the needle would not retract when the handle was pulled into lock position. The sheath would not stay in place when gently pulled from the handle boot. Found that the sheath has damaged/bunched up and detached from its position; therefore, sheath movement would indicate that it has lost its anchoring inside the handle. In addition, found the stylet got stuck inside the device due to restriction from the damaged sheath. However, the handle lock, sheath adjuster, screw, connecting slider are all functioning smoothly and correctly. The needle is straight and present, no missing fragment noted. Based on the evaluation findings, the device was returned as used and damaged at the sheath proximal end likely due to excessive force during use. Based on inspection findings described above, this device had been used in a procedure. The sheath was found damaged/bunched up and detached from the metal protector boot, causing the needle would not retract inside the sheath. Follow-up activities are in progress to gather additional information regarding this device return (reason of the return and the device issue ). Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer returned an ebus needle with no noted complaint other than a note of " return reason: customer complaint" with a note of "was asked to use a new RMA for this credit" . No harm was reported. No patient harm, no user injury reported . Device evaluation found the functional testing failed due to the needle would not retract, the sheath would not stay in place when pulled from the handle boot. This report is being submitted due to the finding of failed needle (functional test failed) due to retraction issue identified during device evaluation.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up and the legal manufacturer's final investigation. Please also see updates under section e1, e2 and e3. Communication with the customer reported and confirmed that the subject device they have returned was associated/related to the previous issue they have reported in the past. Customer did not provide further information. Legal manufacturers investigation: there were four previous complaints reported by this customer . The events reported in those complaints are similar to this complaint. The defects observed on that device were also similar to this complaint device. All previous complaints have been closed. The customer has been provided with feedback on the observed defects and referenced the instructions for use (IFU) related to the reported issue. The feedback letter was sent to the customer. Review of device history records (DHR) provided no indication that manufacturing procedures contributed to the reported event. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on inspection findings of the returned device, the reported failure could be attributed to the detached/damaged sheath, which likely resulted from the device experiencing excessive resistance and /or angulation. The device IFU (instructions for use_pn0008807_ah) states: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ (page 12); "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." (Page 13). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.